Manufacturer narrative:
Patient post-op bcva was 20/20 at last exam. (B)(4).

Manufacturer narrative:
This device is not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter stated that the surgeon implanted a vicmo13.7, -5.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The patient experienced low vault, so the surgeon explanted the lens on (B)(6) 2017. There is no plan to implant another lens.

Manufacturer narrative:
Dimensional inspection found lens within specifications. (B)(4).

Manufacturer narrative:
Product evaluation found lens returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found haptic bent and lens discolored. (B)(4).